Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: g4, h6, h11. The device was not returned for evaluation. Based on the results of the complaint investigation, there was difference of recognition on device handling between the user and recommendation by olympus. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): operation manual 7.3 disinfecting the water supply piping. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the water supply pipeline of the endoscope reprocessor was not disinfected after the water filter was previously replaced. Scopes were reprocessed and used on patients after the disinfection was not completed. There were no reports of patient harm or injury.